Event description:
It was further reported that the controller exhibited a controller fault alarm due to internal battery end of life. The controller was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to advanced age, the patient experienced progressive dementia and decreased cognitive function, which led to frequent errors in power management, specifically double power disconnection. Despite repeated guidance, the patient continued to perform double power disconnection. The family was fully aware of the associated risks. The patient was found in a cardiac arrest state due to double power disconnection and was brought to a hospital, where death was confirmed upon arrival. Log file data was also reviewed and showed multiple low flow alarms. The treating physician assessed the event as related to the device and/or procedure.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jul-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. A review of the vad¿s and controller's device history records was not performed as the reported event and analysis associated with these devices are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the controller ((B)(6)) in relation to the reported event. Visual inspection revealed contamination within both power ports. An internal inspection revealed a crack on a standoff post the controller housing. The observed contamination and the crack are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive cont ributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller. Internal inspection revealed that the internal n ickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller power up with an associated pump start event was logged on 28/aug/2025 at 20:24:47, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that no power source was connected to power port one (1) and bat986464 was connected to power port two (2) with 78% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat986465 was connected to power port one (1) and bat986464 was connected to power port two (2). The controller was without power for fifty (50) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed two (2) controller fault alarms logged on 28/aug/2025 at 20:58:11 and on 29/aug/2025 at 14:36:04, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Additionally, log file analysis revealed sixteen (16) low flow alarms logged since 16/aug/2025. As a result, the reported loss of power event, low flow alarms, and controller fault alarms were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power event was perceived as the reported vad stop event. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documenta tion, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Of note, information provided by the site indicated that the patient expired after experiencing cardiac arrest due to double power disconnection. Per the instructions for use, cardiopulmonary arres t and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiopulmonary arrest. Possible clinical factors that may have contri buted to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 29-oct-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.